Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal and distal left circumflex (lcx) artery. The lesion was predilated with a 2.5x20 mm non bsc balloon. The physician attempted to implant a 2.50x20mm taxus express2 drug eluting stent but was unable to cross the lesion. The physician re-dilated with a 2.5x20mm non-bsc balloon. When the physician attempted to insert the 2.50x20 mm taxus stent, he noticed the proximal stent edge was lifted up. The procedure was completed without a stent. No pt complications were reported. Pt status reported as "good".